Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 2 message (strip issue) was not resolved with troubleshooting. Per the onetouch ultralink user guide the error 2 message prompts when the patient is using a used test strip or there is a problem with the meter.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the subject product(s) for evaluation.